Event description:
The lay user/pt called lifescan (lfs) on 9/1/06, and alleged that his meter's display had a black line running through it. The medical affairs specialist listened to the recorded call between the lfs customer service rep and the pt to verify the info obtained. A letter was mailed on 9/6/06, since the user could not be reached by telephone for further clarification. The pt reported that he was unable to test due to a black line running across his display. It is not known how long he was unable to test. In 2006, he was having symptoms: cold sweats, dizzy, disorientation, and nausea. He was driven to the hosp, as he was unable to test his blood glucose. His blood glucose was tested on the hosp meter and the result was 58 mg/dl. He was treated with orange juice and glucose tablets. He was tested some time later and his blood glucose was 95 mg/dl. He was then released. The pt stated that he takes oral diabetes medications, but the type and amount is not known. It would have been helpful to know what his diabetes medication regimen is and if he made any changes to it. The pt reported no meter trauma. This complaint is being reported, as the pt was unable to test and during the time that his meter was not working; he became hypoglycemic. The meter issue was not resolved. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.